Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2007 and was revised on (B)(6), 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Update: implanted with an lfit anatomic cocr v40 femoral head on her right hip on implanted date "(B)(6), 2007".

Manufacturer narrative:
An event regarding disassociation, fretting/metallosis, and abnormal ion level involving an accolade stem that was mated with an lfit v40 cocr head was reported. The disassociation and fretting/metallosis events were confirmed via review of provided medical records by a clinician. Abnormal ion level was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this is a case of trunnionosis with femoral head disassociation approximately 13 years after implantation. I can confirm that a revision of this implant was carried out since I was able to review the operation report. However, no x-rays were supplied. I cannot confirm the root cause of trunnionosis and femoral head disassociation with certainty. The causes of trunnionosis and femoral head disassociation are multifactorial including surgical technique, patient factors such as bmi and activity level, as well as implant factors." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed by review of the provided medical information by a clinical consultant. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of a nc/CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6), 2007 and was revised on (B)(6), 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Update: implanted with an lfit anatomic cocr v40 femoral head on her right hip on implanted date "(B)(6), 2007" update per revision operative report, "x-rays show catastrophic failure of her right hip replacement with gross trunnion failure and disassociation of her head ball." "Dark gray fluid" consistent with "metallosis" was also observed in the hip joint. "She was noted to have a broken acetabular polyethylene liner where the trunnion had worn through." The stem, head, and liner were revised. The shell remained implanted as it was noted to be "solidly fixed and in acceptable position."